Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor patient reported that they set the stimulator, and did not feel anything after an hour or two. Caller states, "I was always fooling around (with pp)'. Caller states 'nothing is wrong with the battery." Caller states she went to an appointment and greg / the doctor told her she had, "one dead cell," and the hcp device turn device off. No further complications were reported or anticipated. Additional information received from a consumer (con). It was reported that the patient went in to see the doctor and they didn¿t think the device was working. This is where a dead cell was found. The patient didn¿t think the device worked as well as they were expecting it to. Nothing was done to resolve the event. Additional information was received from the patient. They reported that they saw a manufacturer representative at their managing healthcare provider's office about a year ago, and the rep turned one program off because it wasn't working and they thought a wire disconnected. Additional information was received from a manufacturer representative (rep). When asked when they were first aware of the previously reported event, they replied they had met with the patient on (B)(6) 2019 for a reprogramming appointment where it was determined that the patient's system wasn't helping for symptom control. Upon an impedance check, it was also determined that there was an open circuit on electrode zero. Battery life was noted to be 27-46 months at that time. There was no 'disconnected wire' as the patient stated, but rather an open circuit, and they simply changed the program. When asked what steps were taken to resolve the issue, they responded a program change had occurred on (B)(6) 2019, and they had not seen or met with this patient since. It was unknown whether the issue had been resolved.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was unknown and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.